Event description:
It was reported that during preparation of a percutaneous coronary intervention, catheter shaft break occurred. A 15mm x 2.5mm quantum maverick balloon catheter was selected and prepared. However after the physician took the balloon out, the shaft of the balloon catheter broke. The break occured "next to proximal." The physician completed the procedure with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen. The balloon was loosely folded. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during preparation of a percutaneous coronary intervention, catheter shaft break occurred. A 15mm x 2.5mm quantum¿ maverick¿ balloon catheter was selected and prepared. However after the physician took the balloon out, the shaft of the balloon catheter broke. The break occured "next to proximal". The physician completed the procedure with another of same device. No patient complications were reported and the patient's status was stable.